Event description:
It was reported that the patient presented with oversensing of electromagnetic interference exhibited on the insertable cardiac monitor. There were no patient consequences, and the patient would continue to be monitored.